Event description:
The customer called for assistance as she had just accidentally delivered a prime of 6.1 units while being connected to the infusion set. The customer was slurring her words, and her blood glucose levels were dropping quickly. The paramedics were called, and they assisted the customer. The customer's blood glucose reading was 40 mg/dl when they arrived. The customer also stated that she had been taking anti seizure medication, which causes her to be very sensitive to insulin. The customer stated that her insulin pump was functioning, and did not wish to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.